Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a battery compartment crack was observed at the threads left of the bumper and at the case seal below the bumper. Unrelated to the complaint, there was evidence of moisture behind the display lens; a leak test failed due to bolus button leak. The audio bolus button (abb) cover was found to be damaged and punctured; however, the abb was responsive during investigation. The pump was opened; there was evidence of moisture on the transceiver board. A crack was also observed between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.